Manufacturer narrative:
As reported, patient had hematoma post usage of arista ah. Based on the information provided, no conclusions can be made as to the extent to which the usage of arista powder may have caused or contributed to the patient's alleged hematoma. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Hematoma is a known inherent risk of the surgery and is identified in the adverse reaction section of the instructions-for-use, included with the product. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bilateral nipple sparing mastectomy procedure, the surgeon used 1x 3 gram arista. It was also reported that patient has been taken back to theatre to drain a 200 ml hematoma. It was also reported that no excess determined at the time of the procedure. Patient skin stretched at site of hematoma and left a gap where a 50cc serons formed requiring additional drainage.